Event description:
The customer¿s blood glucose (bg) level was displayed as ¿low¿; however, a specific value was not provided. Suspected cause was due to the customer¿s personal profile requiring adjustments. Customer consumed carbohydrates to address bg. Customer updated their settings to address the event.